Event description:
It reported that they were hospitalized due to high blood glucose of 21 mmol/l. The date of hospitalization was unknown. The customer's current blood glucose is 8 mmol/l. Customer reported that sometimes they were not getting the insulin and the insulin pump was not alerting neither. Customer reported that they received an insulin flow alarm and the cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.